Manufacturer narrative:
Reported event: an event regarding disassociation and wear (metallosis) involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed by clinician review method & results:  -device evaluation and results: the femoral head and the mated accolade stem were returned for evaluation. There is cement residue on the stem. The stem trunnion was penciled to a point. -clinician review: a review of the provided medical information by a clinical consultant indicated: no clinical or pmh, no examination of explanted components, no laboratory or surgical pathology reports. While the information available for review appears to confirm both event descriptions, insufficient data is present to create a medical report for this patient. -device history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6), 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
"A complete exchange of the left hip endoprosthesis due to pronounced metallosis and discomfort", was originally reported. Subsequently it was reported that the patient has the same issue in their right hip and revision surgery is planned for (B)(6) 2021. Update: the patient has massive taper wear of the hip stem after cementless hip arthroplasty 2006 right. Due to wear, the femoral head dislocated from the taper on (B)(6) 2021 and led to the immobility of the patient. For this reason, a total hip arthroplasty had to be performed on (B)(6) 2021. Replacement of the hip endoprosthesis due to a pronounced metallosis. Update 20-jul-2021: per surgery report (B)(6) 2021 implant revision: [...] Using the socket chisel, careful chiseling is performed around the cup which is removed without significant bone loss. Osteolyses are noted in the acetabular bed and around the pubic bone as is osteolysis to the dorsocranial and dorsa [...]. Per evaluation of the returned devices, liner damage was also noted with suspected impingement with the femoral stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
"A complete exchange of the left hip endoprosthesis due to pronounced metallosis and discomfort", was originally reported. Subsequently it was reported that the patient has the same issue in their right hip and revision surgery is planned for (B)(6) 2021. This report is for the unknown head right hip.